Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touch screen was not working/responding properly; overlay found out of electrical specification. Analysis also found the power bay assembly was broken. Software errors were found in the programmer update history. It was noted the stylus and the company logo button were missing.

Event description:
It was reported the middle of the touch screen was non responsive. The programmer was returned for service. No patient complications have been reported as a result of this event.